Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). The impl tapered scr-v mtx 3.7mm 3.5mm 11.5mm (tsvb11) was returned for investigation. Visual inspection of the returned products identified excessive foreign material around the threads and upper portion on the implant. Also, slight damage possible from the removal process. The returned device was measured and verified to match DHR specifications. The reported device was used for approximately 11 years, 8 months. Pictures or x-ray images were not provided. A device history review was performed and no related nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported bone loss. The reported complaint could not be verified following inspection and evaluation.. A definitive root cause for this complaint could not be determined. The following sections have been updated: date of this report, expiration date, UDI, date received by manufacturer, type of report, follow-up number, follow up type, device evaluated by manufacturer: change ¿no' to 'yes', device manufacture date, evaluation codes and additional narrative.

Event description:
No further event information is available at the time of this report.

Event description:
The doctor reported that the implant at tooth site 22 was removed due to bone loss on (B)(6) 2019.